Event description:
Customer's mother reported blood glucose results of 48 mg/dl, 117 mg/dl, and 56 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, was given juice. No adverse event reported. A request was made for the return of the system, replacement was sent.